Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a penumbra coil detachment handle (handle). During the procedure, the physician successfully placed pc400s using the handle. The physician was then unable to detach a pc400 using the same handle; therefore, the pc400 was removed. The procedure was completed using a new pc400, the same handle, and the same px slim delivery microcatheter (px slim). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 08/23/2017: 1. Lot #. 2. Expiration date. 3. Device manufacture date. Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Describe event or problem. 2. Narrative/corrected data. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01369.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01369. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed multiple coils using a px slim delivery microcatheter (px slim). The physician was then unable to detach a pc400 using a penumbra coil detachment handle (handle); therefore, the pc400 was removed. The procedure was completed using a new pc400 and the same handle. There was no report of an adverse effect to the patient.